Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated glucose after dinner following a supply change, with self-reported foods including a beef burrito and a hard-shell beef taco. Symptoms included hyperglycemia with a blood glucose level of 359 mg/dl. Outcomes included no impact to daily activities and no need for medical intervention or hospitalization. Troubleshooting and education were provided remotely, including guidance to allow time after the supply change and a planned follow-up. Investigation included complaint record review and user interview. Investigation of this case revealed insufficient evidence of a device malfunction and a possible contribution from recent supply change and meal composition. It was concluded that the event involved hyperglycemia of unclear cause without evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.